Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection humidity underneath the pump housing and under the cover plate of the pressure sensor was detected. Beside of this humidity and corrosion was detected within the temperature sensor's housing. The product was cleaned, dried and tested with the cardiohelp for functionality. The temperature was measured without any further issues. Most probable an corroded temperature sensor caused by humidity was leading to the temperature measurement malfunction. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer:" after a pt was put in ECMO (extra corporal membrane oxygenation) successfully the pt and the device was put in an ambulance for transport and immediately the doctors noticed that it went off an alarm related to the arterial temperature indicated "calibration error" and soon after the device could not read the arterial temperature, and the problem continue even after the device with the pt werein hospital again. They checked the internal pressures cable but it all seems alright. Eventually, the doctors decided to replace the hls set with a new hls 7050 with the same cardiohelp device and this time no alarms went off and the arterial temperature (along with the rest of parameters) could be properly read and no further problem was experienced during the rest of the ECMO. The maquet technicians checked the cardiohelp device after the pt was weaned from the ECMO and concluded the device was alright." (B)(4).

Manufacturer narrative:
The prod was requested to return back for MFR's laboratory investigation. The investigation is still pending. A supplemental medwatch be submitted when further info becomes available. Add'l info: the prod mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered.